Event description:
Pt is seeking treatment for breast cancer at clinic and she was concerned about testimonials on website misrepresenting devices (best pro 1 and tennant biomodulator by avazzia) as treatment for cancer. Apparently devices work by sending electronic waves into the skin and activating the nerves to cause healing.